Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was discolored and abnormal additive form. The following information was provided by the initial reporter: the material delivery has been declined because the batch presents observations in product.

Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. H.6 investigation summary: material #: 367856. Lot/batch #: 2109070. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.